Manufacturer narrative:
The philips remote service engineer (rse) talked to the customer biomed and confirmed the device displayed a speaker malfunction and when powered on, no sound is coming from the device speakers. The rse arranged for a replacement speaker assembly to be sent to the customer. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The reported problem was confirmed. A replacement speaker assembly was sent to the customer. The customer is taking responsibility for servicing/repairing the device. The device remains at customer site. D4: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required.

Event description:
It was reported the intellivue multi measurement server x2 has a speaker malfunction and does not have sound. The device was not in use on a patient. There was no report of patient or user harm.